Event description:
A report was received that after the patient underwent an explant procedure (MFR report #: 3006630150-2012-00559), it was discovered that there was still lead fragment in his body. X-ray revealed that there were some contacts remained inside.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that after the patient underwent an explant procedure (MFR report #: 3006630150-2012-00559), it was discovered that there was still lead fragment in his body. X-ray revealed that there were some contacts remained inside.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 35cm.